Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: card reader error. An ophthalmic technician reports a card reader error. The event did not involve a pt and the error was received after the completion of a case. There was no delay to the surgery schedule, as the laser operator quickly replaced the wave card, after which they did not have any card reader issues.